Manufacturer narrative:
A stryker field service representative evaluated the device and was able to duplicate the issue. It was found that the therapy cable was cut. The therapy cable was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device did not read the patient from the pads. In this state the device may not be able to deliver defibrillation therapy if needed this issue is patient related; however there was no adverse event reported.